Event description:
Pt had essure procedure (B)(6) 2013. Approx 3-4 weeks post essure, pt reported significant pain to physician. Imaging of essure devices showed correct placement. Pt was given antibiotics and scheduled nsaids. Pt requested removal of essure devices. On (B)(6) 2013, physician removed essure devices via b/l laparoscopic salpingectomy. Pt's pain has resolved since surgery.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.